Event description:
The tibial insert would not lock in to the baseplate. Another device was readily available and implanted without incident. There was no adverse consequence for the pt.

Manufacturer narrative:
Summary of evaluation: the device was visually and dimenstionally inspected as received. This insert has been autoclaved causing surface distortion which may affect the evaluation. The insert as received was snapped onto four baseplates using two-thums pressure with the results of crisp snap action and full, tight seating on all of the baseplates. Impaction was not required in any test. A review of the device history record for this lot of inserts found that all attributes which could have affected this event met design requirements during manufacture. The evaluation results, although not conclusive in the absence of the event baseplate, suggests that this event is not device related but rather is associated with intra-operative procedures.